Event description:
An aneurx bifurcated stent graft of unknown size and its components were inserted for the endovascular treatment of an abdomnal aortic aneurysm in pt in 2001. It was reported that the pt had a long history of leukemia, a low platelet count, and an enlarging aneurysm. The vessel morphology is unknown. It is reported that the initial review of the CT scan measured the pt's aortic neck to be 28mm to 29mm and partially thrombus filled: however, the CT scan had poor contrast. The physician performed an angiogram to measure the flow lumen, which measured 24-25m; therefore, a 28mm bifurcated stent graft was placed without difficulty. The completion angiogram showed no endoleaks. It is reported that the pt was running a normal course of recovery. During their two-day stay, the pt was being transfused with "1 liter" of blood when pt complained of severe lower back and suffered a cardio-pulmonary arrest. An angiogram was performed to rule out a rupture of the aneurysm. A small endoleak was thought to be at the junction of the bifurcated stent graft and the iliac stent graft; however, there was good overlap at the junction. The physician balloon angioplastied the gate, however, the repeat angiogram still showed an endoleak. Another repeat and conclusion angiogram showed no endoleak. It was reported that the films showed a retroperitoneal bleed but no rupture of the aneurysm. A contrast CT scan was not completed because the pt's creatinine level was reported to be extremely high (4.5) with imminent renal failure. The physicians did not know if the endoleak caused a rupture. It is reported that the pt had a platelet count of approximately 20,000 and was prone to spontaneous bleeding. F/u info rec'd reported that the pt had a contained rupture of the aorta possibly caused by the inferior mesenteric artery instead of an endoleak. It is reported that all supportive measures (blood pressure supporting medications and dialysis, except for ventilatory support) were discontinued. The pt had no blood pressure and was expected to expire. It is reported that the pt expired on 12/2001 and the stent would be explanted and returned to medtronic ave for analysis. Further info is pending.